Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the pump continued to reset and audibly alarm despite silencing the alarms each time. The representative stated the patient and hcp wanted to stop the alarming. The representative was given the pump off code. The representative stated he was not sure when the pump would be replaced, but when it was, it would be sent back to the manufacturer for analysis. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid [10 mg/ml] at a dose of 1.306 mg/day. It was reported an alarm was heard and confirmed by telemetry. The representative was requested by the emergency room to interrogate a pump. The representative reported low battery reset and safe state occurred. The representative stated that a dye study was done with the assistance of another representative, and no problems were found. The pump logs were checked. The representative was going to follow-up with the managing physician to discuss the next steps. Reported symptoms included pain and withdrawal. The change in therapy/symptoms was considered sudden. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported actions/interventions taken to resolve the low battery reset and safe state included the representative contacted tech support and was walked through checking the logs, confirming safe state, confirming the serial number of the pump, and setting the pump to minimum rate mode. The patient was to be supplemented with either oral medications or patches. The patient was to speak with the managing provider as to whether they would proceed with a replacement or not.